Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and suspected contamination. The fse found bacteria/fungus on the wash solution canister of the hydropneumatics. The fse performed system and ise (ion selective electrode) decontamination. The fse found that the mc (modular chemistry) syringe plunger had an un-identified buildup and replaced it. Additionally replaced the ratio pump. (B)(4).

Event description:
The customer reported erroneous test results for sodium, potassium or chloride were generated for 15 patient samples when using the unicel® dxc 800 synchron® system. Erroneous test results were reported out of the lab. When the issue was noticed, the samples were repeated on another dxc in the laboratory and reports amended. The customer was unable to provide information concerning any affect to patient treatment. There were no reports of death or injury associated with this event.